Manufacturer narrative:
Per tandem user guide:only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported using fiasp insulin. Clinical support informed customer that fiasp is off label per the user guide. Customer changed pump supplies to address issues. Customer reported on going intermittent elevated blood glucose levels over 500 mg/dl which were addressed with manual injections of insulin. On 9/28 customer reported being in diabetic ketoacidosis and having "blacked out a couple times this am." Customer indicated that syringes were being brought by their mother and customer would revert to an alternative method of insulin therapy. Customer declined further troubleshooting from tandem technical support, providing any further information or having emergency services called.